Event description:
A respiratory device was returned to the service center for evaluation and re-processing. During testing, a permanent failure of the internal li-ion battery was identified. The internal battery is the device¿s final power source, and its failure has the potential to impact therapy delivery. No harm or injury was reported in association with this malfunction. The device is undergoing repair and battery replacement. A final report is being submitted.